Manufacturer narrative:
Follow-up # 1 (11/15/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on october with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k061118.

Event description:
The lay user/ patient contacted lfs on (B)(6) 2011 in (B)(4) alleging inaccurate erratic readings on her one touch ultra easy meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that on an unspecified date and time she had obtained readings of 103 mg/dl, 124 mg/dl, and 159mg/dl on her one touch ultra easy meter. Due to the alleged erratic readings, she increased her dosage of oral medication and took ½ a pill of amarel. At an unspecified time later, she developed symptoms where she was shivering and sweating. The patient self-treated with orange juice and chocolate and felt better 10 minutes later. She did not seek any further medical attention or contact her physician for assistance. A normal reading for the patient is around 120 mg/dl. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The test strip vial was not cracked or broken. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged erratic readings, she increased her dosage of oral medication, later developed symptoms suggestive of a serious injury based on lfs definition and had to self-treat with food & drink.